Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from multiple cartridges. Customer's blood glucose level was 119 mg/dl. The customer changed the infusion set multiple times, and used a cartridge from a different cartridge box to resolve the issue.